Event description:
It was reported the clinician was concerned about a possible sensing issue in a carelink transmission and dizziness was also reported. Superimposed egms with intermittent spikes in the egm signal and also intermittent interruption of telemetry was observed. The device remained in use. Further review of the manufacturer's database indicated the patient is deceased.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2007. Of note, the reportable malfunction and/or serious injury of dizziness, dual egm, intermittent spike and intermittent interruption of telemetry is normally submitted via a bimonthly medwatch report submission. Information was subsequently received on 12mar2011 and revealed patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.